Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the heater wire pins of an rt340 adult dual-heated evaqua breathing circuit were found defective prior to patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt340 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Manufacturer narrative: method: the returned rt340 adult breathing circuit was visually inspected for the reported damage and tested to see if it could be connected to a heater wire adaptor. Results: no fault was found with the expiratory heater wire. However, a heater wire adaptor could not be connected to the heater wire socket in the inspiratory tube. A visual inspection revealed that one of the pins in the inspiratory tube was split. A lot check revealed no other complaints of this nature for lot number 100930. Conclusion: all breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. It is possible for the user to damage the heater wire pins during use if the heater wire adaptor is inserted into the heater wire plug on an angle. For damaged pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were damaged during production or by the end user. (B)(4).

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the heater wire pins of an rt340 adult dual-heated evaqua breathing circuit were found defective prior to patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt340 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. The complaint rt340 adult dual-heated evaqua breathing circuit is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.